Manufacturer narrative:
Investigation is not complete. This product was not returned for evaluation. Additional info has been requested from the user facility. The device event code is addressed in the package insert. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2008-00299, 00301.

Event description:
Allegedly, removed during revision of neck.